Event description:
It was reported that the pump displayed a motor rate error. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals on bottom case and plunger assembly removed, and the pump had cracks on lower left front corner, on top case by tube holders and on right plunger case. A review of the event history log identified motor rate error in the history. Functional testing was done using an occlusion test, and the reported problem was not duplicated. It was determined that the problem was intermittent and caused by worn motor assembly, worm gear, leadscrew and clutch halves. As the pump was over 7 years old, this was considered normal wear. These parts were replaced to resolve the problem. UDI number is unknown. No information has been provided to date.